Event description:
The complaint states that a nursing student accidentally pricked their finger while handling a used lancet. The nursing student had not noticed that the needle was still protruding from the lancing device. Unspecified medical treatment was given at the hosp. The medical rep checked the device and found that it had not been used properly. The lancet had not been fixed correctly to lancing device.